Event description:
It was reported the physician has experienced difficulty when inserting the guide wire through the introducer needle. The catheter was being placed into the patient's right internal jugular in the emergency department. He could not attribute the issue to patient anatomy or condition. He uses ultrasound and positions the patient in the trendelenburg position when difficult insertions arise. When this occurred another kit was opened and placed successfully. There was no delay in treatment and no patient death or complications reported. It was noted several physicians in the emergency department are experiencing this issue. These are well experienced physicians that have used arrow products for years. It was also noted they detach the syringe prior to wire placement and use the pink hub introducer needle.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.